Event description:
Caller reported a cgm error, specifically error 42, involving a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. Following the reset, the error did not reappear, and the caller was advised to wait 20 minutes before restarting the sensor session, which was understood and acknowledged by the caller.